Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown distraction bolt. The investigation could not be completed; no conclusion could be drawn, as no device has been received and part and lot numbers were not provided. Placeholder.

Event description:
It was reported that a short, 10 mm trochanteric fixation nail, 11.0 mm helical blade and a 5.0 mm locking screw had been removed from a patient on (B)(6) 2013. The original implant date is unknown. The explant/revision procedure was needed to correct the trochanteric fixation nail system in which the helical blade perforated the patients femoral head. It was observed that the locking mechanism for the blade may not have functioned correctly, resulting in the advancement of the helical blade and eventual perforation of the femoral head. Delayed healing was also reported. The patient was revised with a similar system but of different size and length. It was reported that the surgeon had difficulty removing the trochanteric fixation nail because the extraction bolt would not thread to the nail. The surgeon had to resort to removing the nail with forceps. The part and lot numbers for the distraction bolt are currently unknown. Surgical time was delayed because of the nail removal difficulty. Surgical delay time was thought to be less than 30 minutes but this information is awaiting confirmation by the customer facility. No complaint has been alleged against the 5.0mm locking screw. This report is for one, unknown distraction bolt. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. (B)(4)

Manufacturer narrative:
Previously reported in initital report, device referred to distraction bolt. Corrected in this report to extraction bolt.(B)(4): the investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The part number and lot number for the extraction bolt is unknown. This report is for one, unknown extraction bolt.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting, MFR# 2520274-2013-06500, because it has been deemed non-reportable.